Event description:
An account manager reported that during an intraocular lens (iol) implant procedure lens defective and lens was explanted at the initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).